Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain. On the day of onset, the patient was hospitalized for the event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with vancomycin (2 grams, intraperitoneally, every five days, duration not reported) for the peritonitis event. At the time of this report, antibiotic treatment with vancomycin was ongoing. Dianeal and extraneal therapies were ongoing. On an unknown date, the patient was discharged from the hospital. The patient was recovering from the peritonitis event. No additional information is available.